Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced continuous light reflections day and night. Light reflecting off everything shiny. The patient could not drive at night at all. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.